Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). H3. Analysis found that there was a recharge antenna failure, no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was probably going on for the last 6 or 7 weeks the pts implanted had difficulty and now the neurostimulator was not charging at all. Last night the patient charged their controller to 100% and when they tried to charge their implanted neurostimulator they got nothing for it kept telling them it could not find the device. The recharger was also getting hot when trying to charge. Patient noted they were in really bad pain today because they did not have the ins charged. For about the last month when the patient would charge their controller it would drain the controller battery from 100% to 40% while the ins battery stayed at 0%. An email was sent to the repair department to replace the recharger.